Event description:
This is regarding a sheath that you should be able to re-enter, however the balloon would not re enter the sheath even when using the reentry device provided by the company.

Event description:
This is regarding a sheath that you should be able to re-enter, however the balloon would not re enter the sheath even when using the reentry device provided by the company.